Manufacturer narrative:
Based on the information provided, no conclusions can be made. A lot number has not been provided; therefore, we are unable to review the manufacturing records of the lot in question. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the 3dmax (device 1). An additional emdr was submitted to represent the other bard/davol device. There is no claim being made against the perfix plug. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 1) on (B)(6) 2010. As reported, the patient underwent surgery with implant of an unspecified bard/davol kugel hernia patch (device 2) on (B)(6) 2011. It is also alleged that the patient underwent surgery with implant of an unspecified bard/davol perfix plug. As reported, the patient had unspecified injuries in (B)(6) 2017. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol 3dmax and kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."